Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked enclosure and tank cover. Functional testing found the device did alarm right away but it was the disposable alarm which is frequently mistaken for the fluid level alarm. Otherwise could not duplicate or confirm the customer complaint. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
UDI in section UDI and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is alarming as soon as turning on in regards to the recirculating solution. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.